Event description:
It was reported that during a drainage catheter removal treatment procedure, suture dislodgement occurred. The patient had a 25cm, 8f, flexima all purpose drainage catheter placed for hepatic drainage. Two days later, the catheter was removed. Two years later, the patient underwent exploratory laparoscopic surgery and it was determined that a 1 inch nylon suture was inside the patient. Additional information has been requested and is not available.

Event description:
It was further reported that the patient presented in (B)(6) 2006 due to recent onset of biliary colic symptoms. An ultrasound confirmed the presence of multiple gallstones. She was diagnosed with chronic cholecystitis and cholelithiasis and was referred for a laparoscopic cholecystectomy which was performed in (B)(6) 2006. (B)(6) 2006, the patient presented due to abdominal pain and fever. A CT revealed the presence of a focal fluid collection (probable abscess) in the gallbladder fossa, but not all contained within the fossa. Her white blood count was elevated at 14,000 (units not provided) and she was prescribed leviquin. 2 days later, she called in a report to her physician that after taking 3 doses of leviquin, she continued to have fevers which she is treating with ibuprofen. She does not have the same pain as before, but she felt "drained". A follow up visit the next day noted tenderness in her upper right quadrant during physical examination. She was diagnosed with a postoperative infection in the gallbladder fossa area. Levaquin was to be continued. 2 days after this, the patient presented with continued pain and fever. A CT again confirmed the presence of an abscess in the area near the liver and gallbladder fossa. The patient was treated with percutaneous drainage of the abscess. Due to purulent drainage, an 8f flexima drainage catheter was placed. The patient was admitted to the hospital and started on IV bumex and vancomycin and flagyl. Initially, 46ml of fluid "pus" was removed. Subsequently another 50ml was removed. Cultures of the fluid revealed (B)(6). She was then treated with oral levaquin and flagyl. 2 days after drain placement, a CT revealed resolution of the fluid portion hepatic inflammatory process, but phlegmonous changes remained present within the liver. However there was no new abnormality compared to previous scans. The drain was subsequently removed and the patient was discharged 2 days later on levaquin 500mg daily for 28 days and flagyl 500mg every 8 hours for 28 days. (B)(6) 2006, the patient presented due to right upper quadrant abdominal and pelvic pain. A CT scan was negative for abscess and no significant abnormal lab values were found. (B)(6) 2007, she was treated with cipro due to a positive urine culture. June of 2008, the patient presented due to mild to moderate abdominal pain. It was presumed she also had a urinary tract infection. She was given aciphex for possible gastritis because it was periumbilical pain. Later that day, she had increased pain and went to the emergency room where she was admitted due to abdominal pain, nausea and vomiting. A CT scan revealed mildly distended small bowel loops, particularly the jejunum bowel loops in the left upper quadrant suggestive of inflammatory changes involving the jejunal bowel. She underwent an esophagogastroduodenoscopy which was significant for erosive gastritis and hiatal hernia. Kub test was normal. She underwent a surgical consultation due to the recurrent abdominal pain, nausea and vomiting. Follow up CT showed ¿slight increase in ascites since (B)(6) 2008 with mildly dilated and thick walled jejunum with normal appearing ilium and appendix, raising the question of either partial mid small bowel obstruction or inflammatory changes in the proximal small bowel. A CT abdominal angiogram was performed which revealed ¿no evidence of mesenteric stenosis or occlusion, deceasing ascites, persistent wall thickening in loops of jejunum in left abdomen.¿ a small bowel follow through study was performed which revealed ¿no active abnormality involving the small bowel¿. July 2008, the patient admitted to the hospital again due to severe abdominal pain with distention, vomiting diarrhea and diaphoresis. A gastroscopy revealed antral gastritis and a capsule endoscopy performed revealed no abnormalities. A gastric emptying study was conducted in aug 2008 and was normal. Sep 2008, the patient presented to emergency department due to vomiting and abdominal pain. She had an unremarkable work up except for a white blood count of 16,000. In oct 2008, a colonoscopy revealed colonic spasms, small polyp and internal hemorrhoids. Exploratory laparoscopy revealed adhesions of the right lobe of the liver to the anterior abdominal wall with a foreign suture within this adhesion, most probably from her prior hepatic drain. The suture was removed and the adhesion lysed. During a jul 2009 follow up visit, it was noted that the patient did well for about 6 months after surgery. Now for the last several months, has recurrent pain (10 hour episodes). The physician¿s opinion is that this is due to possible recurrent adhesions or possible hormonal changes related to birth control pills. It was recommended that the patient consider changing birth control, start align probiotic and follow up with outside clinic for specialist in adhesions. Sep 2010, during her yearly physical, the patient noted reduction of her symptoms to every three months instead of every month after switching to a longer lasting birth control pill.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).